Event description:
Edwards received notification that a 6900p31c valve implanted in mitral position was explanted after an implant duration of five (5) years and seven (7) months due to high gradients observed on echocardiogram. The patient was symptomatic. Per product evaluation findings, heavy calcification and heavy host tissue overgrowth were observed. Calcification restricted leaflet mobility and led to stenosis. A 7300tfx33 valve was implanted in replacement. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
H3: product evaluation: the device was returned for evaluation. Customer report "high gradients" was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflet 3 and moderate calcification on leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the outflow aspect and minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was heavy at both aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth had multiple cuts around the sewing ring. Laboratory findings were aligned with customer pictures. H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H6 (device code(s)) was corrected from gradient increase to patient device interaction problem. Customer report of "high gradients" was unable to be confirmed through image evaluation. Pictures showed inflow and outflow aspect of an explanted valve. What appeared to be host tissue was visible on both inflow and outflow aspects. Multiple suture threads remained attached to the sewing ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, a proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met.

Event description:
Edwards received notification that a 6900p31c valve implanted in mitral position was explanted after an implant duration of five (5) years and seven (7) months due to high gradients observed on echocardiogram. The patient was symptomatic. Despite repeated attempts to receive further information regarding this event, no additional information was received from the customer.

Manufacturer narrative:
Added information to section a1 (patient identifier), a3a. (Sex) and b5 (describe event).

Event description:
As reported by the edwards lifesciences affiliate in brazil, a 6900p31c valve implanted in mitral position was explanted after an implant duration of five (5) years and seven (7) months due to high gradients observed on echocardiogram. The patient was symptomatic. Per device evaluation, heavy calcification and heavy host tissue overgrowth were observed. Calcification restricted leaflet mobility and led to stenosis. A 33mm surgical valve was implanted in replacement. As reported, following the last surgical procedure, additional hospitalizations occurred, and the patient ultimately expired

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 6900p31c valve implanted in mitral position was showing high gradients on the echocardiogram, requiring further surgery as soon as possible after an implant duration of approximately five (5) years and six (6) months. The patient was symptomatic.